Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left circumflex/marginal coronary arteries. The balance middleweight hydro guide wire was opened and flushed and shaped. Once the wire was advanced out of the guiding catheter into the anatomy, it was noted that the tip was unraveled and stretched, but remained in one piece (not broken or separated). The device was removed without issue and a non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the core, shaping ribbon and coils separated. The core and shaping ribbon were separated 1mm distal to the center solder. The distal coils were separated, unraveled and stretched for a length of 32cm. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stretched coils was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent interaction with the guiding catheter resulted in the reported/noted stretched coils. Further interaction/manipulation of the device resulted in the noted separated/unraveled distal coils and ultimately resulted in the noted core, shaping ribbon and coils separations. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.